Event description:
It was reported that the patient experienced a low blood glucose while using the ilet system, with the cgm reading reaching 71 mg/dl for approximately 20 minutes after the patient had not eaten; the patient self-treated with two glucose tablets and was 104 mg/dl at the time of the call, and no device-specific problem or component issue was identified. Symptoms included hypoglycemia. Outcomes included no health consequences or impact, although oral glucose was required as an unexpected medication intervention. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information to identify a medical device problem or specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.